Event description:
Pt reported pump malfunction/issue (serial number: (B)(6); expiration date: unknown). An rn was handling her pump, and cassette (lot number and expiration: not provided) got jammed in the pump so pt was not able to use it. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Reported product fault did not occur while in use with pt. Product issue did not cause or contribute to pt or clinical injury. Pump is available for investigation pending pt return. Unknown if cassette is still jammed in pump for availability. Pharmacy replaced pump. Unknown if pharmacy replaced cassette. Pt had a backup pump to switch to and additional cassettes. Pt was able to successfully continue infusion. Infusion is life sustaining. Outcome: resolved. No further info. Ref report: mw5170018.